Manufacturer narrative:
Customer reported that a pyxis anesthesia es system unexpectedly stopped responding, preventing user access to medication. Customer did not disclose the nature of the procedure. Customer reported fentanyl was the required medication. Customer did not disclose any impact or delay to patient care. Patient or user harm was not reported. This event is recorded in complaint number (B)(4). A technical support specialist is conducting root cause investigation in complaint number (B)(4). The affected user has reported multiple unexpected system lockouts across multiple devices. Other users have not experienced this behavior. Product support specialists are supporting the investigation in production issue (B)(4). A supplemental report will be submitted when the investigation concludes.

Event description:
Customer reported that a pyxis anesthesia es system unexpectedly stopped responding, preventing user access to medication. Customer did not disclose the nature of the procedure. Customer reported fentanyl was the required medication. Customer did not disclose any impact or delay to patient care. Patient or user harm was not reported.

Event description:
It was reported by the customer that a bd pyxis¿ anesthesia station es system user experienced a spontaneous lockout and logout while dispensing 100 mcg vial of fentanyl, the lockout occurred after the user clicked the "accept" button on screen. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
The following fields have been updated with additional/corrected information: a1, b1, b5, d1, d4, d5, g1, g6, h2, and h6. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 04-may-2021 to 04-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user experienced a spontaneous lockout and logout while dispensing medication. The technical support specialist dialed into the system and informed that the user wasn¿t logged off the application but instead the device rebooted due to possible backup battery issues. The system functioned as intended after the technical support specialist assessed the device.